Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the pacemaker and this right atrial (ra) lead were suspected to exhibit a loss of capture due to an extra deflection following ra pacing. Technical services (ts) reviewed device data and couldn't determine if this was a true loss of capture. Ts also suspected the deflection could be oversensing of ventricular signals on the atrial channel. However, the deflection falls into blanking and wasn't impacting the timing cycle. It was noted there was no pacing inhibition or asystole. Ts recommended re-evaluating the patient in clinic to determine if the rhythm correlates with depolarization or true loss of capture. This ra lead remains in service. No adverse patient effects were reported.